Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a (B)(6) male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a history of renal insufficiency. During support, a controller failure was reported. The impella pump continued to run, and flows did not stop. The alarm subsequently resolved; however, out of caution, an automated impella controller (aic)¿to¿aic exchange was performed, and a new controller was placed. The reported events are controller failure, device revision or replacement, and hemodynamic instability. Although the case is coded as product malfunction, the impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the console exchange; however, the exchange was performed with no consequence to the patient, and hemodynamic support was resumed.

Manufacturer narrative:
D1 (brand name) has been updated. D6a (implantation) and d6b (explantation) has been added. D9 (date device returned to manufacturer) has been added. H3 (device evaluated by manufacturer?) Has been updated. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.